Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va11m34, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was not feeling any stimulation. The hcp did an x-ray and found that the lead had been pulled out of the sacrum. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The hcp also performed an impedance check which was normal. The lead was explanted and a new lead was placed. It was indicated that the issue was resolved at the time of report. No further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va11m34, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.